Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the common bile duct as the nurse was loading the guidewire into the back of the sphincterotome the wire did not fit where it was supposed to be loaded. The case was completed with the use of another similar device. The condition of the patient is unknown.